Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. It was suspected that the lead had fractured. Subsequently, a revision procedure was performed, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.